Event description:
It was reported that the programmer displayed an error message when it was powered up. The power was recycled and the error cleared. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.